Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif surgery for femoral trochanteric fracture on proximal femur with the product in question. The surgery was completed successfully without any surgical delay. Postoperatively, it was confirmed that the tip of the locking screw had detached from the medial cortical bone and fallen into the medullary cavity, where it was positioned at an angle. It was considered that this occurred because the patient was not walking, had weak bone quality, and the screw was short. Since the patient was not experiencing pain, it was planned to monitor the patient. No further information is available.